Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 350 mg/dl with a small level of ketones. The infusion site was changed and a correction bolus was delivered to address the bg level. The customer changed the supplies on the pump.